Manufacturer narrative:
At the completion of the clinical evaluation, based on the information clinical evaluation was able to find substantial evidence to support the following reported events; endoleak type iiib of the main body, balloon expandable stent in the left iliac limb, relining with an additional main body to resolve the endoleak type iiib. Additionally there was evidence to reasonably support the following observation; an ovation limb was implanted in the right common iliac artery for treatment of a distal right common iliac artery aneurysm. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The cause of the compromised stent graft integrity was likely related to ballooning of the overlap of the proximal extensions and main body and of the left iliac limb. It was also likely anatomy-related issue of calcification in the wall of the left common iliac artery and aortic bifurcation contributed to the event. No procedure related issues could be determined. Additionally, the related off-label product use of a balloon expandable stent in the left iliac limb did not likely contribute to the event as the endoleak was present prior to the balloon expandable stent implantation. No known cautionary product use conditions contributed to the event. Associated clinical harms for this device failure included: type iiib endoleak. The final patient disposition was reported as having no additional negative patient sequelae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.. Correction: (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
An afx2 abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. After implanting the bifurcated stent graft and two aortic extensions an angiogram was done which revealed an endoleak. Physician reinforced the left iliac limb with a balloon expandable stent, which confirmed the endoleak to be a type 3b. A second bifurcated stent graft was implanted which resolved the endoleak. As of the date of this report, there have been no additional patient sequelae reported.